Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Manufacturer narrative:
The handswitch is not a repairable device and will not be returned to the user facility.

Event description:
It was reported that the safety bar of the universal handswitch slid freely during a routine equipment evaluation at the user facility, by a manufacturers' service technician. The safety bar sliding freely creates a situation from which the device has the potential to unintentionally activate. There was no patient involvement, and there were no user injuries or adverse consequences. Upon receipt at the manufacturer facility it was noted that half of the run/safe switch was broken off and missing.

Event description:
It was reported that the safety bar of the universal handswitch slid freely during a routine equipment evaluation at the user facility, by a manufacturers' service technician. The safety bar sliding freely creates a situation from which the device has the potential to unintentionally activate. There was no patient involvement, and there were no user injuries or adverse consequences.